Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device history batch: null. Device history review: null.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used.the suture material broke near the needle. No further details available. No patient consequences reported.